Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient came in 16 years post op for follow up complaining of pain and laxity. Patient was scheduled for surgery. At du artery all implants were well fixed. Surgeon observed that the poly was in excellent condition. He did note some ligament laxity. He went from a 9 to a 13 insert and felt throne was stable and well balanced.

Manufacturer narrative:
An event regarding instability involving a duracon insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: medical review indicated that instability caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty, weight and/or high activity level) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. More specific information including clinical examination findings and/or retrieval analysis may all help to further solve these aspects of this case. Conclusions: medical review has indicated that instability caused by an adverse mix of patient-related factors plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy however more specific information including clinical examination findings and/or retrieval analysis may all help to further solve these aspects of this case. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient came in 16 years post op for follow up complaining of pain and laxity. Patient was scheduled for surgery. At du artery all implants were well fixed. Surgeon observed that the poly was in excellent condition. He did note some ligament laxity. He went from a 9 to a 13 insert and felt throne was stable and well balanced.